Event description:
It was reported that during an induction testing, right after implanting a subcutaneous implantable cardioverter defibrillator (s-ICD), atrial fibrillation was induced in the patient, and the device labeled this as "t" and the device started charging. The 3300 programmer display screen did not respond when the abort button was pressed several times and the device delivered an inappropriate shock to the patient. No additional adverse patient effects were reported. This programmer, s-ICD and electrode remains in-service.

Manufacturer narrative:
Although no device has been returned for analysis, we have received reports of similar events where the latitude programmer screen became unresponsive to touch inputs during use. In most cases, the programmer required a system reboot to complete testing. Representatives from our post market quality assurance, manufacturing, and design assurance groups are actively investigating this unresponsive touchscreen behavior with the latitude programmer to determine the root cause. Based on our initial investigation, this behavior is most likely design-related.